Event description:
On (B)(6) 2025, it was reported that the user¿s ilet cartridge broke inside the device. The connector detached and became lodged flush with the ilet, leaving the cartridge stuck. Photos later showed broken glass and possible chamber damage. Attempts to remove the connector were partially successful, but the cartridge could not be fully removed. A replacement was arranged. Blood glucose was reported in the 300s for about three hours before the user reverted to backup therapy. No symptoms, external assistance, or medical intervention occurred.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.